Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no other damage. However, microscope inspection found that the guidewire exit port was damaged. Functional inspection of the telescope assembly showed that it was able to properly pull back, advance, and retract. A test guidewire was inserted, and no resistance was noted when tracking the guidewire into the catheter.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left main coronary artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became stuck to the guidewire, causing the short monorail to lift. It became twisted with the wire, and due to the entanglement, the device was removed along with the system. The procedure was completed using another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The target lesion, which was 100 percent stenosed, moderately calcified, and moderately tortuous, was located in the left main coronary artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the opticross catheter became stuck to the guidewire, causing the short monorail to lift. It became twisted with the wire, and due to the entanglement, the catheter and guidewire were removed together as one unit. The procedure was completed using another of the same device. No patient complications were reported.